Event description:
It was reported to boston scientific corporation that an uphold vaginal support system (MFR report # 3005099803-2013-13649) and a pinnacle posterior pelvic floor repair kit (MFR report #3005099803-2013-13650) were implanted into the patient on (B)(6), 2011.according to the complainant, the patient experienced an unknown injury.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.